Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) was confirmed. Upon investigation, there was contamination was found on j1002aa & j1003aa components on the defibrillation board and multiple components of the ca board. Additionally, the monitor was unable to power on. The cause for the failure was isolated to a shorted u604 component on the computer/analog pca. The root cause for the contamination was ingress of an unknown contaminant. The root cause for the defective u604 component could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was resetting and will not power up.